Manufacturer narrative:
The t:slim g4 pump user guide indicates to not remove or add insulin from a filled cartridge after it is installed on the pump. This will result in an inaccurate display of the insulin level on the home screen. An additional lot number was reported (lot # m020582). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimates after loading a cartridge. Reportedly, the cartridge was filled with 300 units of insulin. Subsequently, the cartridges were being reused. During troubleshooting with tandem technical support, the customer reloaded the cartridge; however, received an additional inaccurate fill estimate. There was no impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy.